Manufacturer narrative:
Concomitant medical products: primary tubing. The affected product has been received. A follow up report will be submitted with investigation results with evaluation findings.

Event description:
The customer reported that there was a leak at the maxzero connection to the female port of a midline catheter. There was no report of patient harm.

Manufacturer narrative:
Correction to initial report (concomitant products): remove pri tubing, remove (2) mz5304. The customer¿s report of a leak at the connection between a maxzero valve and female port of a non-bd mid-line catheter was neither confirmed nor replicated. Visual inspection did not reveal any damage or abnormalities to the 3 maxzero valves. The 3 customer-provided maxzero valves were functioning effectively throughout testing, and no leaks occurred at any time. There was an incidental finding of occlusion to one line of the non-bd bi-fuse set. The root cause was not determined.